Event description:
It was reported that when esu is activated, the screen blanks out. There was a backup device available to complete the procedure and no patient injury was reported.

Manufacturer narrative:
Only device malfunction, not a congenital anomaly/birth defect.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation did not reveal any problems. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.